Event description:
The physician intended to implant a 2.5mm diameter x 24mm length endeavor sprint rx drug-eluting stent to treat a lesion in the mid cx with approximately 90% stenosis, excessive tortuosity and moderate calcification. Lesion pre-dilation was performed using several balloons for 6 inflations. It was reported that the lesion was very tortuous and the endeavor sprint stent could not cross. When the device was returned to the manufacturing facility the stent was noted to be damaged. The procedure was completed using two (2) bare metal stents with no issues reported. The status of the patient post procedure was reported to be good and no clinical sequelae were reported. Device evaluation: the device was returned for evaluation. The distal tip was flared and damaged. The distal shaft was slightly torn immediately distal to the guidewire entry port. The stent was positioned on the balloon between the inner markers as per specification. Struts on the 7th and 8th proximal segments were raised and pulled distally; those on the 4th segment were slightly raised. Struts on the most distal segment were flared.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, 90% stenosis, excessive tortuosity and moderate calcification present). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 90% stenosis, excessive tortuosity and moderate calcification present). Known inherent risk of procedure (failure to deliver the stent and stent deformation). (B)(4).